Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) will not boot all the way. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) confirmed unit would not boot up. Found drive transducer out of spec. Unit would not pass calibration. Fse replaced drive manifold transducer cable which allowed for calibration to be completed. Unit passed all functional testing and returned for use. The failure analysis and testing dept. Received part with a reported unit failure of the drive transducer out of spec and not calibrating. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual. All tests passed. No failure confirmed for this part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.